Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which indicated that the vitrectomy probe was not cutting while aspiration was working during the vitrectomy procedure.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The sample was visually inspection and it was found that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the probe did not cut during a procedure. The condition of aspiration was unknown. The product was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history records for the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one other related complaint associated with the lots for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Specific action, with regards to this complaint, cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).